Event description:
The user facility reported the surgical monitors blanked out during a procedure. The procedure was completed successfully; no injuries were reported.

Manufacturer narrative:
The investigation of this event is currently in process. A follow-up report will be submitted once additional information becomes available.

Manufacturer narrative:
A steris service technician inspected the unit and determined that the fiber input to the monitor and its associated fiber connection module were not operating properly, causing the image to drop out at the monitor. The technician replaced the monitor, which resolved the issue. The monitor subject of this event was sent back to steris for evaluation. The monitor was evaluated however the reported event could not be duplicated.